Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the cartridge to resolve issue. Additionally, occlusion alarms occurred. Reportedly, the customer had been using the same cartridge for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue.